Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop liver disease. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having liver disease. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of heavy stains and contamination on the exterior of device, as well as throughout the interior of device, inlets, and all seals the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, 13 instances of: e-226 and 19 instances of: e-223 errors. The manufacturer concludes the contaminates found were consistent with an unknown contaminant and stains, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. If any additional information is received, a follow up report will be filed. Section b1, b2, d9, g3, h1, h3 and h6 has been updated / corrected.